Event description:
The complainant reports an under delivery. The reporter indicated that the rate was set at 55 ml/hr to be delivered over 12 hours, however, the actual amount received was 37 ml/hr.

Manufacturer narrative:
(B) (4): the testing and investigation results were received and the complaint for under delivery was confirmed. The poles were misaligned within the motor. (B) (4)